Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral pt was revised to address hip pain.

Event description:
Additional information: litigation papers allege the patient experienced progressive pain, discomfort, soreness, elevated cobalt and chromium levels and had to be revised. During her left revision surgery, her surgeon encountered a white creamy fluid and the synovium demonstrated a thickened tan color which was avascular. A complete synovectomy was performed excising a similar avascular thickened synovium up to two centimeters in thickness and the resection of this, presumably granulomatis tissue, was posteriorly secondary to the proximity of the sciatic nerve. Her acetabular cup had the same finding of largely fibrous ingrowth, 60% to 70%.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.